Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed and the device was able to be successfully interrogated. No adverse patient effects were reported.